Event description:
It was reported that the patient's internal neurostimulator (ins) battery was not 'incrementing.' It was noted that all the coupling bars were shaded and the patient did not have the recharger on-hand. The patient stated that she had been without stimulation for about a month. The patient further stated that the problem began after she recharged the charger. Additional information received on (B)(6) 2012 reported that the patient had been recharging for almost 2 hours, but 'the first section was not completely recharged.' The patient stated that the 'boxes had remained completely shaded almost the whole time.' It was noted that the patient had problems recharging a few weeks ago, and had stopped trying to recharge the device. The patient also stated that she had been in a motor vehicle accident and had fallen directly on the device while using crutches. The patient noted that her device had not been checked. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377860, lot# v006897, implanted: (B)(6) 2006, product type lead; product ID 37751, product type recharger; product ID 37742, serial# (B)(4), product type programmer, patient; product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).